Event description:
Explanting physician reported rupture. The device has been explanted. This record relates to the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Explanting physician reported rupture. The device has been explanted. This record relates to the left side.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture, was received on jun 16, 2022 with lot number 1235579. Visual analysis of the returned device identified: underweight, an opening on posterior, white calcification on the shell, and crease fold. A microscopic analysis was performed which identified: five striated openings on anterior, posterior and radius. Based on the device analysis the final assessment is: five striated openings on anterior, posterior and radius assessed as surgical damage.